Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image error code b30 and b31 scope communication error and loss of scope ID data issues could not be determined, however, the issues were likely the result of image sensor unit damage (disconnection, etc.), a faulty component on the circuit board due to use stress, external factors, or user handling. The event can be detected/prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. ¿inspection of the endoscopic image¿ ¿confirm that the endoscopic image is displayed normally in wli and nbi observation¿. ¿1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Initial reporter establishment name: (B)(6). The device was returned and evaluated. And the customers allegations were confirmed. A b30 scope communication error occurred; due to damage on the charged coupled device unit. Additionally, there was no scope ID data. Additional findings include the following: insulation resistance did not meet the standard value; due to damage on the insertion pipe. The adhesive on the bending section cover had a chip, switch 1, 2, and 3 all had a scratch, the label on the light-guide connector was peeled, the bending angle in the up direction did not meet the standard value; due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, there was a no image error code on the endoeye flex deflectable videoscope, during the procedure. The device was inspected before use. The intended procedure was therapeutic. And the procedure was completed using a similar device. There were no reports of patient harm associated with the event.